Manufacturer narrative:
At this time no conclusions can be made. It is unknown to what extent the bard/davol ventralex device may have caused or contributed to the events as alleged by the patient¿s attorney. The patient's attorney alleges patient was diagnosed with a postoperative colon perforation and underwent surgery as well as additional surgeries due to the ventralex mesh complications. As alleged, the patient has suffered and continues to suffer from chronic pain, as well as psychological stress and depression. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Per legal complaint no.: (B)(4). It is alleged by the patient's attorney that on or about (B)(6) 2013, patient underwent surgery for repair of a ventral hernia. As alleged, a bard/davol ventralex was implanted to repair the hernia defect. It is also alleged by the patient's attorney that on or about (B)(6) 2013, patient was diagnosed with a postoperative colon perforation. He underwent surgery and a small hole in his colon immediately underneath the mesh was found. It is alleged by the patient's attorney that on (B)(6) 2013, patient required a further surgery as a result of this complication. It is also alleged by the patient's attorney that on (B)(6) 2014, patient underwent additional surgeries as a result of the ventralex mesh complications. The patient was injured severely and permanently. As reported, the patient has suffered and will continue to suffer physical pain and mental anguish. As alleged, the has suffered and continues to suffer from chronic pain, as well as psychological stress and depression. As reported, the patient has undergone and will likely require in the further other forms of care and medical treatments due to the alleged defective ventralex hernia patch.